Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2005, and morcellex was utilized. It was reported following the procedure the patient was diagnosed with having negative leiomyoma. On (B)(6) 2014, the patient underwent an ultrasound which revealed four solid masses in the pelvis and abnormal quantity of peritoneal fluid. On (B)(6) 2014, the patient underwent an exploratory laparotomy to remove masses. On (B)(6) 2014, it was revealed that the patient's masses (leiomyomas) are negative for malignancy. Patient will continue to do repeat cts over next few years. No additional information was provided.